Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that a loss of capture was observed on the lv lead. Chest x-ray was performed and revealed that the lead had pulled back. At that time, programming change was made ICD to rv-only pacing. A month later, it was discovered that the rv lead dislodged. The patient presented to the or for rv lead revision, and since the pocket was open the physician decided to revise the lv lead. During the procedure when the lv lead was extracted and preparing for re-implant, the or staff damaged the lead. The lead was then replaced. The patient was asymptomatic during the surgery and was fine in the recovery room after the case.